Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6)) stopped compressions and prompted to "realign patient" was confirmed during the functional testing and the archive data review. Based on the archive data review, the platform stopped compressions and displayed a "realign patient" message due to the user advisory (ua) 02 (compression tracking error) and (ua) 17 (max motor on time exceeded during active operation) error messages. The investigation determined that the root cause of the reported complaint was the failed drivetrain motor, which is likely attributed to the age of the device. The device's life expectancy is 5 years. The autopulse platform was manufactured in february 2018 and is 7 years old. Archive data review showed multiple occurrences of ua02 and ua17 error messages during active operation around the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua 02 error, thus confirming the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.013", out of the specification (0.008" ± 0.001"). The brake gap could not be adjusted and continued to open out of specification due to a defective drivetrain motor. The failed drivetrain motor was replaced to remedy the issue. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
Midway through the call, the autopulse platform (sn (B)(6)) stopped, displaying the message "realign patient". Despite multiple attempts to adjust the patient's positioning, the lifeband failed to retract. Consequently, the crew reverted to manual CPR. No consequences or impacts on the patient.